Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer notified bd with a reported issue of a chemo leak from the pump segment while infusing rituxan to a patient. There was no harm.